Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the aspiration and phacoemulsification was weak prior to a surgical procedure. The surgery was performed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested with 8 different handpieces and found no problems with the system. The system was tested and found to meet product specifications. The system was manufactured on january 6, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).